Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced foreign matter, contaminated. The following information was provided by the initial reporter: a production operator in charge of packaging has detected 1 bd insyte autoguard 20 ga with black stains inside the blister and on the medical device.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced foreign matter, contaminated. The following information was provided by the initial reporter: a production operator in charge of packaging has detected 1 bd insyte autoguard 20 ga with black stains inside the blister and on the medical device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-jul-2023. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received three photographs and one sealed 20g x 1.16in. Insyte autoguard unit from lot number 3010271. An inspection of the provided photos shows a unit that appears sealed with a dark spot on the needle cover. The returned unit confirms that the unit was sealed, and it shows that the spot is a smear of dark material on the needle cover, which appeared to be transferred to the inner surface of the top web packaging. Your reported issue was confirmed. Microscopic evaluation found the foreign matter on the returned unit had the characteristic of a dark material that could transfer from the needle cover to the packaging. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The foreign matter may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing (e.g., plastic totes or machine components wear and tear). During manufacturing, to mitigate the occurrence of these defects: operators perform cleaning per the quality plan and good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch.